Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments and due to the customer exercising. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer consumed liquid glucose to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management and settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.